Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer before use that cardiosave intra- aortic balloon pump (iabp) was not showing ECG waveform on screen. No patient was involved.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and unit checked with trainer and balloon for 1 hour, no issue found in it. Checked all the possibilities with ECG cables. Unit working ok. Checked with customer. No issue found in unit. Unit working fine.

Event description:
N/a